Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3065033. D4. Medical device expiration date: 31mar2028. H4. Device manufacture date: 06mar2023. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringes had foreign matter. The following was received by the initial reporter: we've had some insulin syringes with what looks like condensation (?) In them. So far just two lots that have been pulled from the shelves. Could you forward me to the correct folks to take care of this?

Event description:
It was reported that the bd ultra-fine¿ insulin syringes had foreign matter. The following was received by the initial reporter: we've had some insulin syringes with what looks like condensation (?) In them. So far just two lots that have been pulled from the shelves. Could you forward me to the correct folks to take care of this?

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.